Event description:
It was reported that the pt was implanted a metasul head 32 12/14 l on the right side on (B)(6) 2006. The pt was revised on unk date due to pain to the thigh when standing on his right leg, but walking is not affected. The case was initially received on (B)(6) 2014, but at the time the cup (logos shell 52/jj) was the affected product and this product is not sold in the us market. On (B)(6) 2014, we received supplemental info confirming that the metasul head was also revised. On (B)(6) 2014, we received a confirmation from the regulatory team stating that metasul head product was sold in the united states.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).